Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. The lead was explanted and replaced. The patient was in stable condition.